Manufacturer narrative:
Initial

Event description:
It was reported that a user experienced recurrent scan errors when attempting to scan a freestyle libre 3 plus sensor that interfaces with the ilet system, with the sensor not confirming a successful scan despite standard troubleshooting and education. No adverse clinical symptoms reported. Outcomes included no alerts or alarms and no need for medical care. User support included guided troubleshooting and confirmation that the user possessed freestyle libre 3 plus sensors, followed by referral to the sensor manufacturer¿s support line. Investigation of this case revealed a suspected sensor communication or scanning malfunction external to the ilet pump, with no evidence of ilet hardware or software failure identified during support interactions. It was concluded, based on previously established findings for similar reports, that the most likely cause was a sensor-related scanning issue.